Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper of the bd insulin syringe with bd ultra-fine¿ needle is crooked. Three similar devices were found in the same condition. No reports of serious injury or medical intervention noted. Found before use.

Manufacturer narrative:
H.6. Investigation summary: customer returned three loose 1cc, 8mm syringes. Customer states that the stopper was crooked. All returned syringes were examined and all exhibited a deformed stopper in the barrel. Cycle testing was performed on each of the samples and noted a significant increase in the expected force necessary to exercise the plunger rod within the barrel. Additionally, all samples were disassembled and noted that the stoppers retained their deformed shape. A review of the device history record was completed for batch# 4121917. All inspections and challenges were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to this complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Probable root cause is likely to be dry barrels during production of this batch. When this occurs, excessive drag on the stopper can increase the chances of any edge of the stopper becoming "smeared" or distorted, as is noted within the received samples.